Event description:
It was reported the patient went to the emergency room on (B)(6) 2013, due to pain and swelling at her ipg site. The emergency room physician stated the patient had fluid around her ipg site and treated her with antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.